Event description:
Customer alleged getting mastitis due to the elvie pump not draining enough milk. The customer mentioned she had to go see a medical expert however she has not confirmed medical treatment. Customer complaint reported from us.